Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inside of the minicap transfer set "came apart." The tubing inside separated from the twist clamp. This occurred while disconnecting after peritoneal dialysis therapy. The patient was unable to disconnect from the patient line. The patient clamped and cut the patient line to disconnect. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.